Event description:
A distributor returned battery charger/modem (B)(4 )and reported that the battery charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack, the power supply was missing and there was liquid contamination on the battery board. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.